Manufacturer narrative:
The reported event is confirmed for one out of the two corkscrews upon investigation of the returned product. Visual evaluation confirmed that one out of the two implants had broken. The distal part of the implant had broken in the threaded region and appeared to also contain dried blood. The implant for the second corkscrew was not returned and, therefore, the event cannot be confirmed for the second corkscrew. No damage or malfunction was found on both corkscrew shafts or handles. Additionally, the three packaged corkscrews were confirmed to be unopened and still intact. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 rotator cuff repair procedure an ar-1927bcf-3 was being inserted and the suture had issue and the anchor body broke. The correct punch (ar-1927pb) was used and then tap (ar-1927ctb) was used. The sales representative states the suture had an issue before the anchor broke. A second anchor was then inserted and after two turns that anchor broke as well. The bone was not abnormally hard according to the surgeon. Since the first two anchors out of the box had issue the entire box was taken out of circulation. To complete the procedure the surgeon switched from an anchor repair to a suture only repair which was reported to have not been ideal for the surgeon. Portion of 1 anchor remained in the patient. The surgeon did not want to dig it out of the bone. What is left of the two opened anchors will be returned. In addition, 3 unused anchors from the open box will also be returned.